Event description:
It was reported that the attachment began overheating during testing of the equipment. The device was not being used during a procedure. There was no pt involvement and no adverse consequences.

Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the caregiver (cg) on (B)(6) 2010, who stated the patient has been fine, with no injury or need for medical attention from the incident. The cg stated the patient sees his peritoneal dialysis (pd) nurse twice a month. The hp continues to use the homechoice for pd therapy to date with no further similar issues. This complaint for a system error 2240 (air in set) that occurred during dwell 5 of 5 was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's global technical service center to report a system error 2240 (indicating air in the set) on the homechoice (hc) machine during dwell 5 of 5. The cause of the alarm was undetermined. The patient would finish therapy via manual exchange. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.